Event description:
Vasoview was used for endoscopic vein harvesting. The internal cautery mechanism stopped working during the case. Product was then replaced with a new one on field.no harm to patient.